Manufacturer narrative:
The tsv angled screw channel driver 24mm (tascd24) was not returned. The returned abutment and crown will not be inspected as part of this pce, as these devices were not reported by the customer. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1236179v. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1236179v) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (component fracture) or product (tascd24). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Reported driver was not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that driver (tascd24) fractured while torqueing at 10 ncm. No indication of serious injury has been reported.